Event description:
Zenith main body and contralateral iliac leg graft were deployed without incident. When removing the dilator from the main body system. The wire guide kinked and was unable to be removed from the introducer. In order to maintain access to the ipsilateral limb, the physician attempted to slide the main body sheath upward into the main body graft. During advancement, the sheath caught on the ipsilateral limb and pushed the main body upward into the aorta. As a result, the material of the main body graft kinked and the contralateral leg graft disconnected from the contralateral limb. Balloon catheter was inflated inside the main body in an effort to pull the main body downward and straighten out the device. Ipsilateral leg graft was then deployed successfully. An iliac leg extension was placed on the contralateral side to bridge the gap between the contralateral leg and the contralateral limb. Post angiogram showed a type iii endoleak originating from the main body graft at the level of the first and second covered stent body (possible caused by the balloon catheter). A main body extension was deployed inside the main body at the site of the graft tear. Multiple ballooning of the body extensive noted a resolve to the type iii endoleak final angiogram showed a seal of the aneurysm.